Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2013 resulting in fixture loss.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
Correction: the correct catalog# is 90434 not 92346 as previously reported.this report is filed december 13, 2013.